Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that, following implantable neurostimulator (ins) and extension replacement surgery, the left and right batteries were deprogrammed and checked. It was found that there was a short in electrodes 0 and 3 for the left stimulator, with the right stimulator satisfactorily deprogrammed. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.